Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On unknown dates, the patient experienced a stoma site granuloma and bleeding. On (B)(6) 2020, the patient experienced stoma site inflammation and foul smelling discharge from the site. The patient was prescribed ciprofloxacin 1000 mg. Oral antibiotic and flagyl 1500 mg. Oral antibiotic for 8 days for treatment of the stoma site infection. The stoma site discharge subsequently recovered.